Event description:
It was reported that a patient's right ventricular lead presented with noise problems that resulted in oversensing. The patient will be monitored, and was stable.

Event description:
New information notes that the patient's lead was capped and replaced on apr 11, 2022. The patient was stable throughout the procedure.